Manufacturer narrative:
A follow up report will be submitted at the completion of the investigation into this event.

Event description:
Hospital reported that the patient was under the right inguinal hernia repair surgery on (B)(6) 2017. The wound area was red and swollen on (B)(6) 2017. The doctor gave the patient antibiotics and regional treatment of surgery. The patient is under good condition.

Manufacturer narrative:
A review of the device lot history could not be performed as the lot number of the mesh was not provided. The adverse reactions section of the IFU states the following: ¿complications that may occur with the use of any surgical mesh include, but are not limited to pain, inflammation, infection, allergic reaction, seroma, hematoma, fistula formation or mechanical disruption of the tissue and/or mesh material and possibly adhesions when placed in direct contact with the viscera and other organs. The patient should be advised to contact the physician should an adverse reaction occur.¿ consequently, the risk of the reported event is noted within the labeling of the mesh product. Based on the details provided there is not enough evidence to conclude that the patient¿s swelling and redness was related to the hernia mesh that is provided sterile. Clinical evaluation: clinical evaluation: a hernia occurs when tissue, such as part of the intestine, protrudes through a weak spot in the abdominal muscles. A hernia doesn't improve on its own, however, and can lead to serious complications. Surgery is recommended to repair a hernia that is painful or enlarging. Prolite ultra is intended for use in soft tissue deficiencies including hernia repair, traumatic or surgical wounds and chest wall reconstruction procedures requiring reinforcement with a non-absorbable supportive material. An inguinal (or femoral) hernia is when tissue or intestines protrude through a weakened area of tissue in the area on either side of the pubic bone. When a product is brought to the surgical arena and prepared for use it is inspected to insure the integrity of the packaging, the expiration dates and confirmation of the correct product size and type, etc. Is conducted between two clinicians in accordance with the safe practice recommendations provided by the joint commission. If any discrepancies are discovered the product is rejected and a new one is prepared. This may represent a delay prior to patient contact while the second product is prepared. When this step is omitted, and a product within a defective package is used it would put the patient at increased risk for infection. The instructions for use (IFU) states that this device is supplied sterile and to please inspect packaging to ensure it is intact and not damaged prior to use. Do not use if package is damaged or opened.

Event description:
N/a.